Event description:
It was reported that cartridge alarm 20 occurred while customer was using pump, and caller noted history of similar cartridge alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary, while technical support arranged shipment of replacement pump with updated software, provided instructions for storage mode, return of problematic pump within 10 days, and setup of pump settings and cgm on replacement pump, and customer understood and acknowledged all instructions.